Manufacturer narrative:
Eval summary: dislocation can be associated with a number of mechanisms. Unsatisfactory placement of the component parts. This may lead to impingement at various interfaces. Extent of component stability. If components that were not matched for the pt requirements are used this may increase the instability of the joint. Extent of soft tissue tension. Inadequate soft tissue tension and/or poor functional muscles around the hip may not be able to provide functional support to the joint. Pt behavior. This was the second incidence of dislocation reported by the pt. In this case, it appears that the extent of soft tissue tension couple with the pt not wearing the abduction brace (prescribed after the first dislocation) and being in a seated position may have contributed to the dislocation. However, a definitive cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt experienced dislocation and underwent closed reduction.